Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 800 mcg/day via an implantable pump for stroke/intractable spasticity. The patient reported that the pump had been alarming for about 2 weeks for empty reservoir. Pump was refilled today. The hcp stated that patient showed no signs of withdrawal. The hcp stated that they would keep the patient for 24 hours for observation to ensure that patient was not getting too much drug.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.